Event description:
It was reported that 130 days post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated a bifurcated portion of the proximal lad. This was a de novo lesion with 90% stenosis. It was 3mm in width, and 15 mm long. The physician direct stented the lesion with a 3 x16 mm taxus liberte stent. Residual stenosis ws 0% post index procedure. The patient was discharged one day later on plavix and aspirin. One day 130, the patient experienced focal in-stent restenosis. A tvr was performed to the mid lad. There was 90% stenosis. Percutaneous coronary intervention was performed, with placement of a j&j cypher stent. Residual stenosis was 0% post treatment and the event was considered resolved. In the opinion of the physician, there was a possible relationship between the stent and tvr. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.